Event description:
Procedure type: hysterectomy. According to the reporter: after stitches were placed with the endostitch device, and after the device was removed from the patient through the trocar, the endostitch needle broken in half. The endostitch portion of the case was complete and clinically successful, no new device was required. Needle was not broken intracorporeally. No pieces remained in patient. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).